Manufacturer narrative:
(B)(4). Field service specialist visited the site and checked movement of objective and verified applanation was on low end of specification, removed some weight and verified float, green and red applanation met specification. Performed energy checks, z offset/tilt calibration, cut and measured gel. All within specification. System meets specification. All pertinent information available to abbott medical optics at the time of this report has been submitted.

Event description:
Customer reported applanation with 8.5 diameter flap setting. Suction placed using intralase ring (somewhat difficult due to photophobia and squeezing) and that during docking there was suction loss. Reapplied suction and then docked. During femtolaser flap creation, the raster pattern was irregular near the hinge and then after about 2 mm became regular. Examined flap under visx scope and probed the edge of the flap near the hinge and was not able to get into the flap. Was able to get under edge and mid-temporal edge, but unable to open towards the hinge. Surgeon decided at this point to abort procedure and no excimer treatment was done. In all, less than 1 x 1mm area of flap lifted. Explained situation and rationale to patient and father and discussed the nature of complication at length and rationale for not proceeding. Allow eye to heal at least 3 months, then consider flap at different depth and diameter. May also consider prk instead. Patient may consider this during spring break. Affected eye is right eye. Pre-lasik best visual acuity (bva) with manifest refraction (mr): right eye: 20/20, left eye : 20/20. Post lasik visual acuity with correction (cc): right eye: 25+2, left eye : 40-2. Both eyes post op is 20/25.

Manufacturer narrative:
Additional information: account reported that flap was thin, that patient had red eye and medications were prescribed as follows: durezol 4 times a day in right eye and oflaxacin 0.3% for times a day in right eye. Patient is also using apri (esogestrel and ethinyl estradiol) and venlafaxine (both everyday). Patient pre-op on (B)(6) 2015 visual acuity right eye 20/25+2 and left eye 20/40-2.

Manufacturer narrative:
Additional information was provided: the surgeon reported there was an attempt to retreat the patient who had an incomplete flap on (B)(6) 2015. After the raster pattern crossed the visual axis, he noticed a dark spot. He did not lift the flap as recognized this as vertical gas breakthrough and did not lift the flap. A bandage contact lens was inserted and patient will return for prk (photorefractive keratectomy) at a later date. In addition, the surgeon indicated despite his efforts to convince the patient to have prk for this second procedure, the patient declined. Original treatment was at 110 depth. Today's treatment was at 120 --our recommendation is typically 40 microns away from previous flap. An amo clinical developmental manager discussed with the surgeon the probability that the vertical gas breakthrough from this re- treatment found its way to the previous plane and broke through. The surgery center reported at one day post op was vision with glasses right eye (od) 20/40, left eye (os) 20/40. Cornea: side cuts of flap visible, central cornea completely normal, no gas left at 6 day post op, vision with glasses: od 20/30 ph 20/25+, os 20/30. Cornea: normal plan: patient to call and schedule for prk both eyes (ou) when ready. Will need to re-peat wavescan ou before surgery. All pertinent information available to abbott medical optics at the time of this report has been submitted.